Event description:
The reporter stated that reporter did blood glucose testing and had a meter result that was inconsistent with reporter's symtoms. On followup, reporter stated that reporter had gotten a high reading of 200mg/dl, while feeling low. Reporter described reporter's symptoms as being faint, dizzy, "drunken" feeling and having shaky knees. A control solution test was in range, 121 (95-144).